Event description:
The olympus representative reported the tracheal intubation fiberscope had an air leak. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the coating on the insertion tube had peeled off. This report is to capture the coating on the insertion tube had peeled off noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the insertion tube due to external factors. The channel cleaning brush could not be inserted smoothly due to the crushing of the forceps channel due to external factors. The light guide bundle was broken due to external factors. The curved tube was crushed due to external factors. The flexible tube of the insertion section was crushed due to external factors. There was normal noise when operating the angle. The bending section cover bonding was missing. Scratches were in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.